Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the failure mode was related to internal moisture and the moisture could not be wiped from the scope causing an unclear image.

Manufacturer narrative:
This scope was received at henke for evaluation. Based on the henke service record, the reported failure [foggy] was confirmed. According to henke: scope has been evaluated as a level 3 repair due to the distal tip and fiber damage,broken lens,residue on top of coverglass at proximal end of the bent needle. The complaint has been confirmed unclear image because of broken lens. Probably root cause for this failure is: ¿ laser welding seal failure ¿ distal/proximal window solder failure ¿ damage to optical train ¿ damage to needle ¿ damage to distal or proximal windows ¿ moisture intrusion ¿ end of life wear-out ¿ environmental disturbance: endoscope colder than dew point ¿ environmental disturbance: fluid entrapment between the coupler and eyepiece junction (eyepiece only) ¿ use error the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that the failure mode was related to internal moisture and the moisture could not be wiped from the scope causing an unclear image.